Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 300 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, dizziness, nausea, headache, and vomiting. The patient reports their controller would not turn on. The patient administered manual injections. Once at the hospital the patient was treated with intravenous insulin and dextrose. The patient remains in the hospital at the time of this call.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.